Event description:
It was reported, ¿blade stuck in handpiece, cannot be pulled out. Case already finished. No patient impact.¿ analysis found heat damage on the remains of the bur that was partially pulled out.

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. Concomitant medical products: microdebrider 1898200t igs m4 , serial # (B)(4), lot# 205760820, 510k: k041413, product code: erl, manufactured date march 7, 2012. (B)(4). The product analysis for the bur stated, ¿received 1 sample, high speed inner blade fragment, part number and lot number unknown. There was no evidence of biological contaminants. When viewed under magnification, the inner shaft had extensive damage, ¿numerous indentations, extensive scrapes, and the broken end was smashed shut¿. The shaft measured approximately 0.48 inches in length. The break point edge was jagged. The flanges of the blue hub were flared and the tips were flattened indicating improper loading. The edge of the inner hub was flared which would have resulted in the reported malfunction. There was melting around the circumference of the hub edge and an oblong melt mark approximately 0.15 inches in length below the hubs edge. Note: the extensive damage observed to the shaft was most likely due to handling while removing the hub and shaft fragment from the handpiece.¿ the product analysis for the handpiece (concomitant device) stated, ¿a blade was stuck in the handpiece on receipt. Removed the broken bur and replaced new bearings and seal. [The bearings were corroded.] The unit was tested and passed all manufacturing specifications.¿ (B)(4).